Event description:
The pump was returned for investigation. Investigation revealed that the display was dim and discolored. Investigation also revealed that all keypad buttons were under responsive and there was contamination under all key contacts. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: during testing, the display was found to be dim and discolored. Additionally, the keypad was fully intact; no damage or peeling was observed. The up arrow, down arrow, and ok keypad buttons were found to be intermittently unresponsive. The contrast button was unresponsive to button presses. The keypad cover was removed and contamination was found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).